Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to replicate the reported complaint, however replaced the universal surgical manipulator (usm) as a precaution. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit was tested on the in-house system, and it triggered 32098 errors at start-up, pointing to the axes controller motor (acm) printed circuit assembly (pca). The acm pca was replaced with a test one, but it did not resolve the issue. After returning the original acm, the insertion stator with exchanged with a test stator on the outside of the usm and the 32098 error went away, indicating that the insertion stator is the cause of the problem.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 32098 occurred on universal surgical manipulator (usm) 2. The customer disabled usm2 and used usm4 to complete the procedure with no reported patient injury. The customer called in after the procedure to troubleshoot with an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse helped the customer power down the system, perform an emergency power off (epo) on the system, and power-cycle the patient side cart (psc) with no success.